Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump was accidentally powered off by the user and subsequently restarted when placed on the charger with a caregiver present, after which no further assistance was required. Symptoms included no reported clinical effects. Outcomes included no reported impact on health or therapy and no alerts or alarms. Investigation included customer service troubleshooting and education with confirmation of normal device function upon restart. Investigation of this case revealed no device malfunction and no component failure, consistent with inadvertent shutdown resolved by standard power-on procedures. It was concluded, based on previously established findings for similar reports, that the cause was user error.